Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing in the right ventricular (rv) lead channel as well as a signal artifact monitor (sam) episode, which led to the disablement of the respiratory rate trend feature. Technical services (ts) was consulted and upon review noted a low out of range pacing impedance measurement below 200 ohms. Ts advised on programming options and x-ray examination. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.